Event description:
A customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image on the connected glidescope video monitor turned green. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The glidescope avl video baton 3-4 used during the reported event was returned to verathon for evaluation along with the glidescope video monitor and a glidescope avl video baton 1-2. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. Upon visual inspection of the glidescope avl video baton 3-4, it was identified that the camera lens housing was cracked and flaking. When connected to known, good, test verathon equipment, a green image became present when the video baton's flex tube was manipulated. The glidescope avl video baton 3-4 failed verathon's device functionality testing. Visual inspection of the glidescope video monitor identified its back shell was cracked but it passed verathon's device functionality testing with no observed failure. The glidescope avl video baton 1-2 also passed both visual inspection and functionality testing. The reported image issue was isolated to just the glidescope avl video baton 3-4. Upon completion of verathon's device evaluations, the customer was notified about verathon's device evaluation findings. Furthermore, upon review of the device history for the serial number " (B)(6)" it was determined that the device was manufactured on march 17, 2014 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton, the customer was advised to replace their glidescope avl video baton 3-4. It is likely that the age of the device, nine (9) years and nine (9) months, may have caused or contributed to the event. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.